Manufacturer narrative:
Additional narrative: service history of the past six months from the awareness date was reviewed. The item was previously returned for service on 1-nov-2013 due to drill bit rattles against attachment. A service request was called in for this item on (B)(4) 2014 for not working properly. The previous service condition of drill bit rattles against attachment is not relevant to the current complained issue of not working properly. The manufacture date of this item is unknown. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional product code/s: dzi, erl and hbe. Device is an instrument not for implant/explant. Part has not been received at this time. Investigation could not be completed and no conclusion could be drawn as no device was returned and the part lot # is undetermined. A review of service history records and additional evaluation has been requested. Placeholder.

Event description:
It was reported on (B)(6) 2014 by the consultant that the facility business assistant for the (B)(6) department advised two burr attachment-medium for pen drives (part 05.001.046/ lot 1623028; part 05.001.016/lot 3474124) were both working erratically on friday evening ((B)(6) 2014) of this weekend while the surgeon performed an unknown procedure. The consultant further reported the hospital has 5 spare burr attachments immediately available in the operating room. He confirmed the parts were functioning/working well on the pre-surgery check; however, during surgery the initial burr attachment and spare burr attachment were both loud and noisy on high speed, they both lost power as they revved down until they did not function. A 3rd alternative burr attachment was immediately available for use. No reported patient harm or procedure delay noted. Consultant stated the hospital did not provide patient demographics for this case. There is no additional information available. This report event for one device instrument. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
An additional evaluation/ synthes power tool evaluation was completed. The part received condition was described as: blemished housing. It concluded: the customers complaint that the burr attachment (part 05.001.046/ lot 1623028) is working erratically was confirmed. The unit was tested and was found to have a loose sleeve. This is most likely due to usage wear over time. The subject device has been received and is currently in the evaluation process. Investigation is ongoing, no conclusion could be drawn.